Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Alternate email address: (B)(6). Device evaluation: analysis of the returned device identified: opening curved on radius, white calcification in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius, wear abrasion and creases fold. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.